Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported the patient developed chest pain and myocardial infarction two days after the activities of daily living response was programmed. The patient had coronary artery bypass surgery. Six days after surgery, it was noted that the device had a polarity switch to unipolar on the day of the surgery, and that the lead impedance is now stable. The polarity was programmed to bipolar. The device and lead are still in use. No further patient complications have been reported as a result of this event. The device was later explanted and replaced due to upgrade.

Event description:
It was reported the patient developed chest pain and myocardial infarction two days after the activities of daily living response was programmed. The patient had coronary artery bypass surgery. Six days after surgery, it was noted that the device had a polarity switch to unipolar on the day of the surgery, and that the lead impedance is now stable. The polarity was programmed to bipolar. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.